Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the customer forgot to disconnect during the manual prime, potentially causing 100 units of insulin to be delivered to her body. The customer declined to perform troubleshooting because she said she knows that the way she handled the insulin pump was the cause of the event. The customer's doctor has taken the customer off of insulin pump therapy since the event. Nothing further was reported.